Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was discovered when transporting from s.v to 2l femur and trial stb box was stripped.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned devices confirmed the reported event. The instruments were stripped and unable to be disassembled. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.